Manufacturer narrative:
The na electrode lot number was w7790. The expiration date was not provided. The field service engineer ran and cleaned the activator. He then performed an ion-selective electrode (ise) check and the customer performed qc and they were acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable (na) electrode results for an unspecified number of patient plasma samples tested on a cobas pro ise analytical unit. The reporter stated that they were having qc issues on the day of the event, prompting a patient comparison study. The reporter was able to provide one patient sample with discrepant results: initial result: 151 mmol/l accompanied by a data flag (from the ise module). 1st repeat result: 138 mmol/l (tested on another ise module). 2nd repeat result: 138 mmol/l (tested on the original ise module). The repeat results were deemed to be correct. Reportedly, an amended report with the correct result was issued.

Manufacturer narrative:
The alarm trace was provided but it did not show any date. It showed abnormal calibration alarms for na, ise noise alarms, and multiple abnormal aspiration alarms which could be a sign of poor sample quality. The field service engineer indicated an issue in the o-ring. He cleaned the system. The service actions (running and cleaning the activator and the system) resolved the issue. No further issues were reported afterward.